Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set had separated. The following information was provided by the initial reporter: nurse walked into room; there was a puddle on the floor next to patient. Upon inspection rn realized that the amiodarone tubing was wet, upon inspection the filter had broken from the tubing.